Event description:
(B)(6) pharma cde reported that the patient was admitted to the hospital for dka. The patient was hospitalized for 3 days and was released on (B)(6) 2021. The cde could not provide the exact date but thinks the admission date could have been on (B)(6) 2021. The patient was wearing the v-go device upon admission at the hospital. The cde reported that the patient was throwing up multiple days prior to the hospital stay.